Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4). (B)(4). Event description continuation: smartablate generator parameters included: power at 20-40 watts, temperature cut-off at 44°c, and impedance delta of 50 ohms. Average ablation time was reported to be 10-25 seconds at each ablation point. Esophageal protection measures included: esophageal temperature monitoring and mapping with an esophastar catheter. There were no complaints of generator malfunction. All equipment was reported to be operating as expected. No error messages were observed on biosense webster equipment during the procedure.

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered an esophageal fistula and coma. On (B)(6) 2016, the patient underwent an ablation procedure. On (B)(6) 2016, the patient presented to the emergency department in a comatose state. An esophageal fistula was confirmed via transesophageal echocardiogram, ultrasound and other unspecified tests. There was no medical or surgical intervention provided as the patient came to the hospital brain dead. The patient did require extended hospitalization as a result of this adverse event. Physician's opinion regarding the cause of the adverse event (esophageal fistula) was that it was procedure-related and that the esophageal damage occurred when ablating the posterior wall adjacent to the esophagus. The physician is unclear if the coma the patient suffered was caused by the fistula or if it arose from a dental abscess as the patient had a dental abscess and infection following the ablation. The patient went to the dentist sometime after the ablation and prior to checking into the hospital when he went into a coma. When the patient checked into the hospital in (B)(6), a physician other than the electrophysiology physician saw the patient and thought the condition might have been caused by a the dental abscess. There have been no specific tests done on the patient to determine cause of coma. The patient was checked out of the hospital recently still in a coma and "brain dead." He was sent to a hospice facility.